Event description:
A (B) (6) female patient contacted a lifecor territory manager (tm) because she thought she had gelled her electrode belt. The patient also told the tm that the monitor smelled. The tm visited the patient and stated that the monitor would not power on. The tm replaced the monitor and electrode belt.

Manufacturer narrative:
Device manufacture date: electrode belt (B) (4). Monitor (B) (4) - 10/2008. Device evaluation summary: device evaluations of electrode belt (B) (4) and monitor (B) (4) have been completed. The monitor would not power up because of a catastrophic failure. The root cause of the catastrophic failure is unknown. The unit was so damaged that no determination could be made to as where the problem began. The unit could not be downloaded either to ascertain any information from the flag files. Both the ca and defibrillator pcas were replaced. The monitor was retested and restocked. The electrode belt was found to have an open connection in the distribution node. There was a wire that came off a solder pad. The wire to the r2 lead was broken off. This meant that the electrode belt did not have a driven ground signal. The electrode belt would not baseline with this wire off of the distribution node. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to the catastrophic failure of the monitor. No adverse event resulted from the faulty electrode belt or monitor. The patient received a replacement electrode belt and monitor.